Event description:
Caller reported that pump quick bolus and wake button was difficult to press and required multiple attempts to activate pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on proper button pressing technique, and the caller confirmed that the button was functioning as intended.